Event description:
Cook ireland reported "rep contacted us in relation with a problem with a catheter that broke and the physician need to catch part of it from the pulmonary artery. It's the same issue that happens in the previous 2 complaints from this hospital with the same product. The physician wants to know why the catheter could part in 2 pieces. This is not the right lot number. I used the last one for (B)(4) (rep was not sure about the ref). This product was implanted at least for 6 months." Description from the cc form: "the catheter broke and the physician need to cath part of it from the pulmonary artery. It's the same issue that happens in the previous 2 complaints from this hospital with the same product. The physician wants to know why the catheter could part in 2 pieces." A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
According to information supplied to trackwise, this product is not being returned for evaluation. As the devices have not been returned for evaluation, the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined.